Manufacturer narrative:
Although the suspect device has been rec'd, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a wallflex biliary stent was used during a stenting procedure on (B)(6) 2009. According to the complainant, the stent was deployed approx 50% when repositioning was required. Attempts to reconstrain or extend the stent were unsuccessful. The device was removed and the procedure was completed with a different size wallflex biliary stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.